Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. Explanted devices are uhr universal head, cone body, and lfit v40 femoral head (both implanted (B)(6) 2017). Initial surgery (B)(6)2017 was performed due to a failed competitor im hip nail. 1st and 2nd revision was due to non-compliant patient vs hip instability.

Manufacturer narrative:
An event regarding instability involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical information was provided for review by a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there were no other events reported for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised. Explanted devices are uhr universal head, cone body, and lfit v40 femoral head (both implanted (B)(6) 2017). Initial surgery (B)(6) 2017 was performed due to a failed competitor im hip nail. 1st and 2nd revision was due to non-compliant patient vs hip instability.